Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The infection was manifested by abdominal pain and ¿poor general status¿. The patient was hospitalized twenty days after onset of the event and was treated with unspecified antibiotics (intraperitoneally, dose and frequency not reported).the patient was discharged one day after hospitalization and had recovered. On an unreported date, pd therapy was discontinued. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.